Event description:
The patient underwent vns explant. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Additional information received noting that the patient is now wanting to have their leads removed as she is experiencing pain.

Event description:
The patient had pain at the vns generator site. It was then noted that the patient was referred for vns explant due to painful stimulation in the neck (described as "neck shocks") and nausea. No known relevant surgical intervention. No additional relevant information has been received to date.